Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an infection. This implantable cardioverter defibrillator (ICD) was part of the implanted system at the time of the infection. The device remains in service. There were no additional adverse effects reported.